Event description:
It is reported that an input introducer sheath got broken inside the patient. The device was not inspected or prepped per IFU prior to use. The introducer was placed per the usual procedure. A wire, balloon and stent were passed through the introducer. No resistance was noted when passing the devices through the introducer. No other introducer was placed alongside the one that broke. The physician does not feel that the anatomy contributed to the damage to the sheath. The patient required surgery to remove the broken part from the patient's leg. Patient status post procedure is good.

Manufacturer narrative:
Evaluation summary: received for evaluation was one 6f introducer sheath with part number 061102a, and lot number 50777677. A short guide wire was also received. It appears that the sheath was twisted or torqued to break. The sheath was received broken in two pieces, the piece attached to the valve measured approximately 4.5cm from the valve strain relief to the break and the other piece measured 7cm from the break to the tip, accounting for the whole length returned. Outer diameter measurement was .1125¿ and inner diameter .092¿ the introducer sheath met physical measurements as stated in the performance specification: the wire was kinked 21cm to the distal tip. Cine image review: cine focus mainly in the torax, there is just one image of what appear the groin area of the patient, there is nothing conclusive on this image showing the broken sheath or any other activity during the surgery.

Manufacturer narrative:
Results: as no device or cine images were received, the root cause cannot be determined, no device returned for evaluation. Conclusions: no device or cine images were received. (B)(4).